Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revision of right hip cup because of early loosening of cup. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) surgeon answer to pcf - english and (B)(4) surgeon answer to pcf - german". The photographs attached were reviewed, only the labels are shown, they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 05-30-2023. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 04-30-2033. 5) IFU reference: IFU-0902-00-701 rev. T.

Event description:
It was reported that there was a revision of right hip cup in 2023 because of early loosening of cup. The loosening occurred between the metal cup and the bone. The patient was satisfied with the surgical outcome from 2023.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. A2: patient birth year reported as 1956. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.